Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose of 40 mg/dl which was treated with orange juice and soda. Customer states that blood glucose went up to 80 mg/dl. Insulin pump will not be return for analysis.